Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During rhythmia 3d mapping procedure an intellamap orion catheter was selected for use. After the map the physician noticed that the orion was dripping a blood and saline mix from the proximal end of the catheter handle. Thee connection for irrigation was dry. The catheter was removed immediately. No patient complications were reported and the procedure was completed successfully.